Event description:
It was reported that significant extension of surgical time occurred during surgery when the gripper locked in place. Backup was not available during surgery. After consulting with other hospitals, the instrument could be replaced and surgery was successfully completed. No adverse outcome to the patient has been communicated.

Manufacturer narrative:
Investigation summary attached. (B)(4).